Manufacturer narrative:
The mfg facility has been notified of the reported event and the investigation results.

Event description:
During a removal of the gall bladder, a burning smell was noticed. There was a small burn to the internal abdominal wall. The probe had a visible crack and burn on the side. The burn went through the trocar as well. The insulation of the tip was pulled back from the tip about 1/4 inch. Pt is doing fine.